Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Exp date: between 01 june 2012 and 01 august 2012. MFR date: the set was manufactured between 18 june 2009 to 03 august 2009 by using smartsite laser ID (B) (4) as a reference. The set was received for eval; the report of a broken smartsite valve was confirmed. The sample showed the female luer adapter still attached to the 5ml syringe while separated from the rest of the primary set. The smartsite body did not have external marks that would indicate user misuse. The root cause of the broken smartsite valve has been identified as a weak weld during manufacturing. A review of the manufacturing database found no relevant issues generated for this set during production build.

Event description:
Customer reported a syringe was attached to a smartsite valve to administer an IV push. The valve broke and the inner blue section was still attached to the valve site but the white outer section of the valve completely broke off from the tubing and was still attached to the syringe. The pt was not injured. No additional info was provided.